Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted capacitor, designator c4.

Event description:
The customer reported that following a data transmission from the device, the device lost power. The customer then tried to power the device on with a fully charged battery and the device would no longer power on. There was no patient use associated with the reported failure.